Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was auto restarted during operation. The customer reported there was an issue occurred during surgery/dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had auto-restarted during operation. The technical support specialist (tss) checked the station, which showed a blue screen during an operating system component update. The tss then rebooted the system, and no further reboots were required as the operating system update was successful. The station functioned properly, and the tss closed the case as the customer did not report any further occurrences. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was auto restarted during operation. The customer reported there was an issue occurred during surgery/dispensing. There were no adverse events or injuries reported based on this event.